Event description:
It was reported to boston scientific corporation, that during a prostate biopsy procedure, a trupath biopsy needle was used to obtain three samples. Following the third biopsy, the physician removed the sample from the device and the trupath fired on its own. The trupath biopsy needle was then unable to be rearmed for use. There were no patient complications and the patient condition was reported as "good".

Manufacturer narrative:
The returned device was unable to be armed. The internal components of the device were inadvertently ultrasonically welded together during manufacturing. This can cause the device to intermittently not arm correctly. The device history record review confirms that this device met all material, assembly, and performance specifications.